Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was an issue with impedances on the right side. Left ins: 3.3v, 60 us, 185 hz, 857 ohms 3.848 ma. Right ins 3.3v 60 us, 185 hz, 883 ohms 3.37 ma. Both used continuously. Eri was at 2.39 years. Eos was at 2.64 years. No other information was provided. No patient symptoms or further complications were reported as a result of this event.